Manufacturer narrative:
. The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that during the diagnostic laryngoscopy the endoscopic image of the subject device flickered occasionally and discolored. The procedure was completed with the subject device. There was no report of patient injury associated with this event. The user facility did not provide other detailed information. Olympus china checked the subject device and found that the video connector socket was jammed poorly and one lamp in the subject device was damaged, also found the endoscopic image flicked and discolored.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the information from olympus china, there was the possibility that the reported phenomenon was attributed to the electrical connection failure due to the corrosion of the electrical contacts on the video connector socket, and which might be attributed to connecting the endoscope to the subject device with the insufficient drying of the endoscope. If additional information becomes available, this report will be supplemented.